Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify missing segments or partial display due to display anomaly. The insulin pump was received with corroded battery tube, cracked battery tube threads, minor scratches on case, missing reservoir tube o-ring, cracked case (battery tube), missing retainer, broken battery tube threads and minor scratches on lcd window.

Event description:
The customer's parent reported via phone call that the insulin pump was dropped and the screen went white and was beeping. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.